Event description:
Ous MDR - after an implantation period of about 2 months high threshold was reported. The lead was replaced and returned to biotronik for analysis. Furthermore it was reported that this lead had been already repositioned 1 month post implantation due to high threshold. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. All fragments were received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present dissection, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the lead fragments did not reveal any irregularity that might have contributed to the reported clinical event. The analysis of the available lead fragments did not reveal any indication of a material or manufacturing problem.